Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, hematoma and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the right m2 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, post procedure a symptomatic intracranial hemorrhage with subsequent hematoma occurred within the core infarct. Imaging confirmed the hemorrhage. Prothrombin complex concentrate (the dosage unknown) was used to treat the patient; 14 days post procedure the patient was discharged to a rehabilitation center with a left side hemiplegia and periods of lethargy. The patient is totally dependent and in need of total care. In the physician's opinion, the cause of the hemorrhage was a reperfusion injury. The physician stated that the reported intracranial hemorrhage related to the procedure; however, it is unknown if the subject device caused or contributed to the adverse event.

Event description:
The patient underwent successful mechanical thrombectomy of the right m2 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, post procedure a symptomatic intracranial hemorrhage with subsequent hematoma occurred within the core infarct. Imaging confirmed the hemorrhage. Prothrombin complex concentrate (the dosage unknown) was used to treat the patient. Fourteen days post procedure the patient was discharged to a rehabilitation center with a left side hemiplegia and periods of lethargy. The patient is totally dependent and in need of total care. In the physician's opinion, the cause of the hemorrhage was a reperfusion injury. The physician stated that the reported intracranial hemorrhage related to the procedure; however, it is unknown if the subject device caused or contributed to the adverse event.

Manufacturer narrative:
The device is not available to the manufacturer.